Event description:
It was reported that the atrial output from the external pulse generator could not be maintained during testing, and the pacing light did not remain flashing. It was suggested to the caller that the external pulse generator be returned to service. The status of the external pulse generator is unknown. There was no patient involvement.